Event description:
It was reported that this pacemaker was part of the system revision due to bacterial infection. Reportedly, a mass grew on one of the implanted products. No additional adverse patient effects reported. The pacemaker was explanted.